Event description:
The customer reported via phone call that she received a replacement insulin pump the day before. The replacement insulin pump alarmed check settings and she was unable to bolus. Customer's blood glucose level was 530 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.